Event description:
Left-side ultrasound and MRI detected rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: sientra requests to void this medical device report. Updated information was given by the healthcare provider that is event was already reported under MFR# 1651189-2025-09013. Correction: a1, a2, a3, b3, b5, d4.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "(B)(6)" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Suspected rupture, side unknown.